Event description:
It was reported that the pt experienced a bedsore over the peripheral edges of the pump, and had issues with a decubitus ulcer and failure of the incision site to unite. The pt had been considered malnourished prior to the implant procedure in 2006, and had difficulty with oral intake. The pt had very little subcutaneous fat and the skin turgor was markedly increased after implantation. His symptoms improved markedly after the implant procedure, and his oral intake was gradually increasing. The pt was subsequently treated in the plastic surgery department for the decubitus ulcer with "slurry wraps and drapings". The pt also experienced a bowel obstruction on 12/15/2006. Treatment consisted of fasting and intravenous fluids. The baclofen dose was reduced to 60 mcg/day. On the following month, there was no improvement in the bowel obstruction and baclofen dose was further reduced to 50 mcg/day. The fasting and fluid replacement were continued. In early 2007, it was reported that the bowel obstruction improved and oral nutrition was restarted. It was indicated that the bowel obstruction occurred as the dose of baclofen was being increased in the dose adjustment period, but it was not known if there was a direct causal relationship. On the following month, the pt experienced mild torticollis which was treated with 200 mg botox muscle injection. The pt was considered recovering as of four days later.